Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 result for 2 patient samples tested on a cobas 6000 c (501) module. Of the data provided only the sodium, potassium, and chloride results from 1 patient sample was a reportable malfunction. The initial sodium result was 107 mmol/l. The patient sample was tested on another analyzer with a sodium result of 139 mmol/l. The initial potassium result was 3.63 mmol/l. The patient sample was tested on another analyzer with a potassium result of 4.61 mmol/l. The initial chloride result was 72.5 mmol/l. The patient sample was tested on another analyzer with a chloride result of 98.8 mmol/l. There were no erroneous results released outside of the laboratory. The customer deemed the repeat results from the other analyzer to be correct. There was no allegation of an adverse event. The sodium electrode lot was c24 with an expiration date of 19-aug-2018. The potassium electrode lot was j39 with an expiration date that was requested but not provided. The chloride electrode lot was q89 with an expiration date that was requested but not provided. The field engineering specialist was unable to find a root cause. He replaced the sipper/pinch tubing and the syringe seal. He corrected the sipper height positioning. He verified the system initialized without any alarms. The customer ran qc with acceptable results. The customer stated that they have not had any further ise issues since the field engineering specialist service visit. Based on calibration and qc data a reagent issue can be excluded. The investigation was unable to find a definitive root cause.